Event description:
It was reported that during a trial procedure, when the doctor advanced the first lead in the epidural space the patient was experiencing discomfort and started to move a lot causing the doctor to withdraw the lead and ordered more sedation. After the sedation set in, the doctor advanced the lead again and the patient started kicking and raising her head. The doctor withdrew the needle and lead and reinserted the needle just into the skin and the patient continued to move around causing the lead to fall off the instrument table. A second lead was opened and tried to enter the epidural space again however the patient started to move a lot again and the patient began to get agitated so the doctor aborted the trial. While the patient was transferred to the wheelchair, the patient was experiencing severe pain in both legs and the patient was brought to the hospital. The trial leads were discarded by the facility. Additional information was received that the patient was not admitted to the hospital. The patient had a reaction to ketamine sedation and patient reported after the fact that something similar had happened before with ketamine. She has not rescheduled scs trial.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch:7106645.

Event description:
It was reported that during a trial procedure, when the doctor advanced the first lead in the epidural space the patient was experiencing discomfort and started to move a lot causing the doctor to withdraw the lead and ordered more sedation. After the sedation set in, the doctor advanced the lead again and the patient started kicking and raising her head. The doctor withdrew the needle and lead and reinserted the needle just into the skin and the patient continued to move around causing the lead to fall off the instrument table. A second lead was opened and tried to enter the epidural space again however the patient started to move a lot again and the patient began to get agitated so the doctor aborted the trial. While the patient was transferred to the wheelchair, the patient was experiencing severe pain in both legs and the patient was brought to the hospital. The trial leads were discarded by the facility.